Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10821753 lot number 20026322 was performed. The search showed that a total of 3,603 units in 1 lot number was built on 17feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bur 20d 3ss leaked. The following information was provided by the initial reporter: it was reported that during an unspecified infusion therapy, leakage were observed on the burette set and 0.2 micron filter extension set. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.